Manufacturer narrative:
H4: the subject device was manufactured on december 2021 based on the provided 3 digit lot information ¿1zv¿. The manufacture date cannot be identified since the subject device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The subject device was not returned to olympus. It is likely that friction resistance had increased between the outer tube and the needle tube due to buckling of the tube causing the reported event. A bending force might have been applied to the tube when the device was inserted into the endoscope, removed from the sterile package or during pre-inspection. This might have caused the tube to buckle. However, a root cause could not be established. The event can be prevented by following the instructions for use which state: " ¿ before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ¿ do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ¿ before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. ¿ confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage. ¿ when inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿ stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. ¿ do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The needles were discarded by the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. H3 other text : device discarded by customer.

Event description:
The customer reported to olympus that when using a single use injector, two needles were unable to push medication and another needle would not retract out of a box of five. The event occurred during a therapeutic procedure (vocal cord injection). There was no patient under anesthesia at the time. The procedure was completed after multiple attempts. There was a procedural delay of fifteen (15) minutes. There was no patient harm associated with the event. This report is being submitted for the reportable malfunction of unable to push medication. This report is linked to the following patient identifiers: (B)(6).